Event description:
On (B)(6) 2016, it was reported that a manufacturer representative had come in to program him because after the ¿10 hours¿ of [unrelated] surgery, his right leg was killing him. He had pain below s1, s2, s3 and pain and numbness in his feet and legs. When he got out of surgery, his waist to his feet was numb. The implantable neurostimulator was turned off for surgery (so that the knife that was cutting him in the surgery wouldn¿t interfere), and the implantable neurostimulator seemed to be working okay until day 3 in the hospital. The patient was hospitalized after the surgery for about 8-10 days and they gave him a¿device¿ that sends a magnetic charge to help turn calcium ferrite into bone faster to help him recover. He was instructed to put it around his back and run it for 30 minutes. Within a day or two after surgery, the patient was running the device that helps his bones grow, and all of a sudden his thighs started hurting/burning really bad where it had felt like a second degree burn. The manufacturer representative had tried to do things with the device, but it didn¿t help. So they set everything off and didn¿t do it right or correct it. The patient had claimed that the manufacturer representative had reprogrammed his device and ¿screwed it up¿ to where he could only use 1 program. The patient reported that the manufacturer representative shut off 4 programs and left one on and the program was not working. The patient reported that the manufacturer representative had ¿messed up¿ his programming that his previous manufacturer representative had put in. Before the reprogramming, he was able to put the device on a setting where it felt good with the previous programming. The stimulator used to keep pain out of his feet/legs. He used to have groups a-d set up and at the time of the report, he only had groups a and b. When he rolls one side or his back it is not controlling pain in his back. The patient stated that he needed a manufacturer representative to come program him back to where he was programmed at before because he was still in pain and couldn¿t control the pain. The patient stated that he was ¿locked¿ out of the patient programmer and didn¿t know how toset the patient programmer. The patient was walked through adjusting the device and the implantable neurostimulator was noted to be off. The patient was assisted in turning the implantable neurostimulator on, and he could feel stimulation in his legs. The health care provider and different manufacturer representative had come in and set the stimulator really good for the pain that the patient was in and recalibrated it well enough for the amount of pain that the patient was in after the 10 hour surgery. The manufacturer representative had reportedly told the patient that he could continue using the bone growth device because she didn¿t think that it affected the stimulator. The patient got out of the hospital on (B)(6) 2016. As of (B)(6) 2016, the patient had been using the implantable neurostimulator and the battery hadn¿t stayed charged longer than a week, and the battery was running out fast. His implantable neurostimulator was fully charged before the surgery in august and within three days of turning the implantable neurostimulator on, the battery had ¿evaporated¿ to nothing. The manufacturer representative had thought that his device had gotten onto the ¿amplitude setting¿ instead of some other ¿unique signal.¿ the patient wasn¿t sure what the manufacturer representative was explaining. The patient stated that the implantable neurostimulator was not doing the ¿tri-axel thing¿ which was clarified to mean adaptive stimulation. By ¿tri-axel,¿ the patient meant that the device had three different positions where it adjusts to his positions. The implantable neurostimulator was not adjusting to his positions which started occurring a day or two after the surgery. When he would lie down, the stimulation would go ¿way off.¿ it was noted that these changes in therapy were considered sudden in nature. An appointment was scheduled for (B)(6) 2016 to try and increase the recharge interval through programming and to see if programming could help with adaptivestim. It was noted that the stimulation output changed unexpectedly with adaptivestim enabled. The implantable neurostimulator was registering the position correctly, but if the patient was lying back and goes to their right side, the amplitude will increase on its own to a point of being too strong. This doesn¿t happen all of the time, but it has increased in frequency. The patient¿s lying and lying right amplitudes are about the same. It was also indicated that the implantable neurostimulator turns off on its own. The patient notices a lack of feeling stimulation, but hasn¿t noticed on the patient programmer if the implantable neurostimulator is really off or not, but they do have to use the patient programmer to turn the implantable neurostimulator back on. The implantable neurostimulator turns off when they put the antenna over it to recharge. As of (B)(6) 2016, the patient noted that recharging was great and the patient was recharging every 7 days. The patient needed assistance with transition times. The manufacturer representative had changed the transition times to be the minimum allowed. Additional information was received from the patient on 2017-01-03 which reported that the steps taken to resolve the burning pain, adaptivestim not working, and the implantable neurostimulator battery draining faster was that the burning pain was still active on his thighs, and it was thought that the bone growth magnetic unit may be the problem. The patient thought that it also may be just a lot of nerve damage with the surgery. The patient was expecting the battery to last more than a week since he runs it at a low output. The burning pain remains, and the battery seems to discharge too fast. The manufacturer representative seemed to think that it is not a faulty unit. The patient thought that the battery could last longer on one charge with the low settings that he uses. The patient was also experiencing pain from l3 to s1 which is not covered with the unit. The patient has nerve pain down the legs too. It was noted that the patient went in for 10-hour long back surgery for nerve damage in his left foot that was not related to his device or therapy so he was in the hospital and his 10 inch incision down his lower lumbar was inflamed. The patient reported that he was on heavy medications at the time of the report. The patient also noted resulting nerve damage with the surgery. This is not related to the device or therapy. Additional information received from the health care provider reported that the actions/interventions taken to resolve the inflamed incision and pain/numbness in the legs/feet was intravenous decodron on (B)(6) 2016. As of (B)(6) 2016, the inflamed incision and pain/numbness in the legs/feet had nearly resolved. The patient¿s major back surgery was a fusion of the spinal bones from s1 to s10 and they put medical ¿parts¿ in it.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain and intract pain. It was reported that the stimulation output changed unexpectedly. The stimulator amplitude increased on its own, to a point of being too strong. The amplitude increase has been increasing in frequency and that the stimulator turns off on its own. There is a lack of stimulation, but the caller believes they don't know if the stimulator is on or off, and use the programmer to turn the stimulator on. The stimulator turns off when the patient puts the antenna over it to recharge. The patient requires assistance with the transition times.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.